Manufacturer narrative:
Visual evaluation: visual analysis of the photographs a device the devices both seem to be intact, the coffee particles on the surface of the device, biologic color white tile is observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b5,h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side rupture diagnosed by ultrasound.

Event description:
Physician reported a left side rupture diagnosed by ultrasound. Unknown if device has been explanted.

Event description:
Physician reported a left side rupture diagnosed by ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, red particles on the surface of the shell, a piece of the shell is missing. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.